Event description:
It was reported that during a gastrectomy procedure, the firing knob did not return to the home position after the first firing. The firing knob was eventually returned by force, and it was found that the device partially stapled. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/12/2008. Info anticipated, but unavailable at this time.